Manufacturer narrative:
The investigation into the pump stop, high purge pressure and access site bleeding issues have been completed. The impella pump was returned for investigation. The investigator ran the impella for at least 5 minutes after activation and resulted in a stoppage. The testing of the returned pump determined the cause of the pump stop was bearing wear. The cause of the high purge pressure was unable to be determined since the initial purge cassette was not returned. The cause of the access site bleeding was use related since the bleeding occurred during transport and was resolved with repositioning the pump. The pump most likely shifted out of place at the access site during transport. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: access site bleeding impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer as noted in the impella IFU: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ pump stop impella cp with smart assist for use during cardiogenic shock and high risk cpi & impella rp with smart assist system section: using the automated impella controller with the impella catheter as noted in the impella IFU ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smart assist system catheter as noted in the impella IFU ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient, race and ethnicity unknown, with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. While on support, the patient experienced access site bleeding, pressure was held for approximately two hours and the pump repositioned resolving the bleeding. The patient received one unit of packed red blood cells. Additionally, there was a high purge alarm issue reported by the nurse, the cassette was changed out, however, this did not resolve the alarm. Reportedly the clinician arrived and reported the team had tissue plasminogen activator running and the device was still alarming. The clinician reviewed the items to watch out for such as pump stops, which occurred six days later. It was reported that support received an early morning call that the pump had stopped and could not be resolved by restarting. This impella was removed and replaced with another impella. It was reported that the patient survived the procedure.